Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the right rod completely broke through the center portion. The patient underwent a revision procedure where they reinserted growing rods.